Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: common device name: intravascular administration set, medical device type: fpa. Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for leakage, damaged tubing and difficult to operate with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through a corrective action preventative action (CAPA) #(B)(4). The investigation is still on-going and improvements will be made as the potential causes of this issue are identified. (B)(4).

Event description:
It was reported the bd vacutainer® ultratouch¿ push button blood collection set experienced failure of product to contain blood or medication(i.e. Crack, hole in tube, cut, etc). The leakage event occurred 1 time. The damaged product event occurred 1 time. The unable to perform function occurred 3 times. The following information was provided by the initial reporter: the customer noticed the "butterfly¿s that did not perform correctly. The collection would not draw the blood and only sucked air on 1 of the 3 devices. The other 2 devices drew very poorly and one of them has a small leak in the tubing. The tubing that was leaking appears to have a slit or it is melted an inch up from the hub.